Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12750. It was reported that the patient presented to (B)(6) with fatigue, dyspnea, and anorexia. A chest x-ray was performed, where vegetation was discovered on the leads, the mitral valve, and possibly the tricuspid valve. The patient was transferred to (B)(6) for system extraction on (B)(6) 2019. The system was explanted on (B)(6) 2019. The patient was discharged shortly after explant, and the infection was reported to have cleared from the implant site. A replacement system was implanted on (B)(6) 2019.

Manufacturer narrative:
Analysis was normal. No anomalies were found.